Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: contacted the account and they stated that the procedure was completed with no patient consequence.

Event description:
Per maude event report form #(B)(4), during an unknown procedure; the device was not working correctly. The staple line that was applied did not stay closed with three vascular stapler loads. The procedure was completed using same like device. There were no adverse patient consequences reported.